Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure, a dissection occurred. The target lesion was located in the right coronary artery (rca). The reference vessel diameter was 3.6mm and the lesion length was 15mm. Pre-procedure was 100% stenosis and post-procedure was 0% stenosis. A 3.5x20mm liberte stent was implanted. A non bsc balloon catheter was used. No attempt made for direct stenting. The procedure was a technical success. Due to a dissection an additional liberte stent was implanted. The patient was discharged 4 days later without anginal complaints or silent ischemia. Discharge medication included 100mg asa daily/indefinitely and 75 mg clopidogrel daily/12 months.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4): product not returned for analysis.